Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. Customer's blood glucose was 564 mg/dl. The customer was admitted in the hospital. Customer cause of emergency room visit was diabetic ketoacidosis. The customer was treated with insulin drip of 0.1. The customer was in the hospital and no more sets until parents came back in the morning. The customer was advised to call back then. The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 339 mg/dl. The customer was assisted in performing a 5.0 unit fixed prime. Customer stated the insulin exit. The customer is unable to remove the set at this time to examine the cannula. The customer was advised there may be possible site related issue, possibly due to a bent cannula or site/set occlusion. The customer was advised to change the entire infusion set.